Event description:
It was reported that during the training session of cardiosave intra-aortic balloon pump (iabp), the cardiosave pump¿s handle did not unlock properly when switching to rescue mode, and the blue handle could neither be removed nor reinserted to return to hybrid mode. Additionally, while demonstrating helium replacement, the tank leaked continuously after loosening the t-handle. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.